Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that they were hospitalized due to low blood glucose that was caused by over treating. The customer's blood glucose was 419 mg/dl at the time of the incident. The customer stated that the low blood glucose was treated with food. The customer stated that they were wearing the insulin pump at the time of hospitalization. The date of the hospitalization was (B)(6) 2016 for the high blood glucose. The insulin pump will not be returned for analysis.